Event description:
It was reported that the spinal cord stimulation (scs) patient experienced charging difficulties. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The patient was doing well postoperatively. The ipg was retained by the medical facility and will not be returned for analysis.